Manufacturer narrative:
(B)(4).

Event description:
A site representative, registered nurse, reported difficulty registering in an ent procedure. Registration was failing, and the dots were not collecting where they were tracing. The model appeared as a skull and the patient was scanned with the instatrak headband on. In troubleshooting with medtronic, changed the bit depth from 16 to 12, edited the threshold and raised the emitter more superior. This allowed them to pass tracer two times. The site alleged being 2-3mm inaccurate when touching the nose. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from the site at time of this report. Software investigation completed. Findings are that the scan was poor, not to protocol. Software is functioning as designed.